Manufacturer narrative:
The specific upn and lot were not reported; therefore, the manufacture and expiration dates are unknown. Journal article: zhao, et al. "A randomized controlled comparison of nephrostomy drainage vs ureteral stent following percutaneous nephrolithotomy using the wisconsin stone qol." Journal of endourology 2016; volume 30, number 12, december 2016. Pp .1275- 1284. Doi: 10.1089/end.2016.0235 2016.0235. The devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events pertaining to the percuflex plus 6f ureteral stent through the article "a randomized controlled comparison of nephrostomy drainage vs ureteral stent following percutaneous nephrolithotomy using the wisconsin stoneqol: " written by phillip t. Zhao, md. Et al. According to the literature, between september 2015 and march 2016, 30 patients with nonobstructing renal calculi undergoing percutaneous nephrolithotomy (pcnl)were randomized in a 1:1 manner to receive a cope loop nephrostomy drain(cook) or a percuflex plus 6f ureteral stent. The study's objective was to compare the quality of life difference between the two groups. It is important to note that patients included with partial staghorn calculi were chosen with the intention of performing second-stage pcnl or ureteroreoscopy at time of admission to complete stone clearance. The mean patient age was 54.7 years of age for the percuflex plus stent group. The gender breakdown consisted of 6 females and 9 males. The standard technique for pcnl was used after obtaining percutaneous access into the collecting system. At the end of the procedure, the percuflex plus 6f was advanced via either antegrade or retrograde approach over a wire. Eight out of the fifteen patients with the percuflex plus 6f had fibrin sealant injected int the acess tract and seven patients had 2-0 vicryl suture placed after the access sheath was removed. The use of fibrin sealant was based on the preference of the attending surgeon. Positioning of the stent was confirmed with fluoroscopy. Patients also had a foley catheter placed for bladder drainage that was removed the next morning. The stents were left in place for at least two weeks and removed via cystoscopy in the office. All of the patients underwent a CT of abdomen/pelvis (ctap) to assess for residual stones the day after surgery before discharge. Patients who required second -stage procedures had postoperative imaging at completion of their stone removal. The article reported that one percuflex plus patient ,required a small chest tube for decompression of pleural effusion (fluid was negative for creatinine) (clavien 3) and another patient presented after discharge with fevers and chills and was admitted for evaluation (clavien 2) and blood cultures(ultimately negative). The article did not provide any additional details regarding these patients.